Event description:
A seventy-year-old male patient with a history of type 2 diabetes mellitus, coronary artery disease, and prior coronary artery bypass grafting received an impella 5.5 device for management of acute myocardial infarction cardiogenic shock. Before impella implantation, the patient required more than three inotropic and vasopressor medications, veno-arterial extracorporeal membrane oxygenation, and mechanical ventilation, consistent with stage e of the society for cardiovascular angiography and interventions shock classification, indicating severe disease. On the third day of impella support while still on combined impella and extracorporeal membrane oxygenation therapy, the patient developed fever concerning for blood infection; cultures were obtained, although results were not available. The following day, veno-arterial extracorporeal membrane oxygenation was decannulated, after which the patient experienced ventricular fibrillation requiring direct-current cardioversion with return to normal rhythm. On the eighth day of impella support, the patient developed recurrent episodes of ventricular tachycardia and ventricular fibrillation requiring cardiopulmonary resuscitation; despite intervention, the patient ultimately succumbed to the severity of illness. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. Cardiac arrest, infection/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.